Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: vnotes hysterectomy. Event description: eb210 stopped sealing during use. A new device was opened to complete the case. Patient is okay. Product is available for return. Additional information received via email 27jun2022 from health system manager. Product is no longer going to be returned. Additional information received via email 04aug2022 from health system manager. The device stopped sealing roughly 3/4 of the way through the case or about 50 activations. No alarms were noted. There was not active bleeding as they did not cut when they noticed no tissue effect coming from the device. Type of intervention: a new device was opened to complete the case. Patient status: patient is okay.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event.

Event description:
Procedure performed: vnotes hysterectomy event description: eb210 stopped sealing during use. A new device was opened to complete the case. Patient is okay. Product is available for return. Additional information received via email 27jun2022 from health system manager. Product is no longer going to be returned. Additional information received via email 04aug2022 from health system manager. The device stopped sealing roughly 3/4 of the way through the case or about 50 activations. No alarms were noted. There was not active bleeding as they did not cut when they noticed no tissue effect coming from the device. Type of intervention: a new device was opened to complete the case. Patient status: patient is okay.